Event description:
The manufacturer representative (rep) reported that the patient fell in mid-(B)(6) 2016 and that they landed on their device. After the fall, the patient's therapy changed. Electrode impedances were testes, all contact pairs had xxx for impedance values except for 2 and 8 showing a normal reading. Re-testing was done in sitting position, and standing position and all pairs showed normal readings. A possible short was reviewed. Re-testing and palpating lead/implantable neurostimulator (ins) header was suggested. There were no symptoms reported. On (B)(6) 2016 the rep stated that the patient was being scheduled for a pocket revision versus a lead revision, no further damage details can be obtain unless the device is returned for analysis. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.